Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (at 3:45pm). The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. According to the csr's documentation, the patient reportedly obtained a blood glucose reading of "202mg/dl" with the subject meter and more than 20 minutes later obtained a second reading (result not known). The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported meter issue. As a result of the alleged meter issue, the patient reportedly developed symptoms of fatigue, shaking, and lack of concentration one hour later; it is not clear if the patient correlated her symptoms with a high or low blood glucose and the patient's blood glucose reading at the onset and/or during her symptoms are not specified. According to the csr's documentation, the patient reportedly did not receive any treatment after the alleged meter issue occurred. It is not clear when the patient's symptoms are improved. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. The meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis on (B)(6) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. The test strips involved with this complaint has also been returned; however, testing was not performed since the product was expired at the time of the complaint. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.